Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the tip of the 12mm aiming device modified for synfix-lr broke off during an unknown surgical procedure and became stuck in the peek (polyetheretherketone) implant. The broken tip could not be removed and remains in the patient. Concomitant device reported: peek implant (part number unknown, lot number unknown, quantity 1). (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was complete successfully. Patient outcome was reported as good.

Manufacturer narrative:
Additional narrative: concomitant device reported in event description of initial medwatch. Therapy date is (B)(6) 2017. A device history record (DHR) review was performed for part no.: 03.802.242, lot no.: 9419870: manufacturing location: bettlach, release to warehouse date: 09.apr.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This device was released in faultless condition. For details, please see appropriate section device history. The investigation of the complained part shows that the connecting screw of the aiming device is broken apart and the thread is missing. The broken surface is homogeneous what indicates material conformity as well. As the broken part is missing, we are not able to measure the relevant dimensions. We have to assume that exceeding applied mechanical force while use may have caused the breakage. Improper connection of the connecting screw with the cage could have caused high mechanical force while insertion what can lead to the breakage finally. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.